Manufacturer narrative:
Concomitant products: devices used during the procedure included optimo (tokai medical products, 9fr), fubuki (asahi intecc, 4.2fr), chaperon (terumo, 5fr), excelsior sl-10 (stryker / str-angled and 45-degree angled). (B)(4). Information regarding patient age, gender, and weight were not available. Conclusion: the device was not available for analysis. Review of DHR for lot 17040508 concluded (B)(4) rejected units (due to kinked coil) may be related to the reported complaint. However, the DHR review confirmed that the rejected units were properly segregated and discarded. Controls are in place to detect such nonconformities. The coil unraveling could not be confirmed without product return for analysis or films of the procedure. The root cause of the event could not be determined; however, procedural factors may have contributed to the event. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of an 8mm terminal-type anterior communicating artery aneurysm, an orbit galaxy coil (640cf0721/17040508) unraveled while it was being placed into the target aneurysm by double catheter technique using two excelsior sl-10 microcatheters. The embolization was conducted carefully and slowly, and no resistance was felt between the orbit galaxy and the microcatheter. The galaxy was safely withdrawn from the patient, along with the microcatheter, and the procedure was successfully completed without further issues. There were no patient injuries or complications. The complaint orbit galaxy was the first coil used. There was no report of the microcatheter being repositioned over the coil. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained through the microcatheter at all times. No visible damages were noted on the product prior to the event. There was no unintended detachment of the embolic coil observed in the microcahteter or in the vessel. The complaint product was discarded by the customer. No further information was available.